Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. However a tear was revealed in the inner member, which is likely the reason why the balloon failed to inflate. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku rx balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5 x 15 mm rx tenku balloon was soaked and prepped prior to use with no issue. The tenku was advanced to the target lesion without any resistance; however, the balloon pressure would not increase during the first inflation at 10 atmosphere (atm). There was loss of gauge pressure noted with the inflation device. The device was withdrawn from the patients anatomy and a balloon rupture was confirmed. A traveler balloon catheter was used to complete the proecure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.